Manufacturer narrative:
A cypher stent patient called for medical information and reported additional adverse events. The patient's medical history is significant for coronary artery disease arthritis, gout, hyperlipidemia and angina and an allergy to a duragesic patch. The indication for the procedure was unstable angina. Angiography was performed and identified a lesion in the mid left anterior descending artery (lad) with severe bridging of about 90% during systole. The lesion was treated with a 2.75mm x 33mm cypher stent which was post-dilated with the stent balloon to 24 atmospheres. That was followed by the implant of a 3.5mm cypher stent proximal to the first. The residual stenosis was reported as 0%.the recommendation was that the patient take plavix for one year, followed by plavix every other day for one month, followed by plavix 3rd day for one month, and then off. Approximately eight months later the patient was admitted with acute coronary syndrome and 90% restenosis was observed at 2.75mm x 33mm cypher in the mid lad. The event was treated with the implant of a 2.5mm x 8mm endeavor stent. At eleven months, the ivus study showed that there was a 60% stenosis of the 2.75 stent immediately after the 3.5x13 cypher stent. Additionally, the ivus study showed that the 2.75mm cypher stent was under deployed. The physician recommended aggressive treatment with medical management that should include aspirin indefinitely and plavix for one year. The patient should also be advice to follow a strict vegan diet and exercise daily. Eleven months after the index procedure, the patient was admitted with chest pain. Angiography showed that the lad is a medium sized artery with no significant disease proximally. Right before the stented segment in the mid lad, there appears to be a questionable 40% narrowing. The stented segment after that was patent. Right after the junction between the 3.5 and 2.75 stent has a hazy and there might be about 60% narrowing. The first diagonal was tiny. The second diagonal was small and had no significant disease. Distal to the stent, there appeared to be no significant obstructive disease. Ivus conducted during the same setting showed that the area immediately proximal to the stent harbored no significant disease whatsoever. The 3.5 stent was fully deployed. The 2.75 stent immediately after the 3.5 stent appeared to have a mostly eccentric, but somewhat concentric lesion with minimal cross-sectional area of 3.7mm squared. That also appeared, for the most part, to be somewhat under deployed (this has been captured as stent malapposition). The borderline in stent stenosis affecting the mid lad artery was treated with a dura star balloon inflated to 20 atmospheres. The result for this event was successful angioplasty of 60% in-stent stenosis of the mid-lad with no residual stenosis at the end of the procedure. A review of the manufacturing documentation associated with lot # 14074867 presented no issues during the manufacturing and inspection processes. Per (B)(4) report: receiving inspection records indicate that the raw tubing lot of 99a3950 (B)(4) used to manufacture the stent lots involved in the shipments were inspected and accepted to cordis (B)(4) dimensional and metallurgical requirements. Review of all involved stent production routers indicated the stents were processed in compliance with the defined process flow using validated equipment and process parameters per cordis drawing requirements. As part of the standard stent manufacturing process, all stents in the subject batches were directly monitored for visual attribute, wall thickness, stent features, and overall length. All accepted stents conformed to 100% (B)(4) inspection, and 100% comparator inspection of overall length, and wall thickness, along with 100% visual attributes inspection through 40x microscope inspection. All (B)(4) finished stent documentation indicates that all stents shipped under the subject (B)(4) shipping control number in question meets cordis drawing specified product release requirements. Without being able to review the ivus films the stent malapposition could not be confirmed. Review of the information provided suggests that vessel/lesion characteristics (stenting in the area of a myocardial bridging) may have contributed to the reported events.

Event description:
A cypher stent patient called for medical information and reported additional adverse events. The patient¿s medical history is significant for coronary artery disease arthritis, gout, hyperlipidemia and angina and an allergy to a duragesic patch. The indication for the procedure was unstable angina. Angiography was performed and identified a lesion in the mid left anterior descending artery (lad) with severe bridging of about 90% during systole. The lesion was treated with a 2.75mm x 33mm cypher stent which was post-dilated with the stent balloon to 24 atmospheres. That was followed by the implant of a 3.5mm cypher stent proximal to the first. The residual stenosis was reported as 0%.the recommendation was that the patient take plavix for one year, followed by plavix every other day for one month, followed by plavix 3rd day for one month, and then off. Approximately eight months later, the patient was admitted with acute coronary syndrome and 90% restenosis was observed at 2.75mm x 33mm cypher in the mid lad. The event was treated with the implant of a 2.5mm x 8mm endeavor stent. At eleven months, the ivus study showed that there was a 60% stenosis of the 2.75 stent immediately after the 3.5x13 cypher stent.

Manufacturer narrative:
Additionally, the ivus study showed that the 2.75mm cypher stent was under deployed. The physician recommended aggressive treatment with medical management that should include aspirin indefinitely and plavix for one year. The patient should also be advice to follow a strict vegan diet and exercise daily. Eleven months after the index procedure, the patient was admitted with chest pain. Angiography showed that the lad is a medium sized artery with no significant disease proximally. Right before the stented segment in the mid lad, there appears to be a questionable 40% narrowing. The stented segment after that was patent. Right after the junction between the 3.5 and 2.75 stent has a hazy and there might be about 60% narrowing. The first diagonal was tiny. The second diagonal was small and had no significant disease. Distal to the stent, there appeared to be no significant obstructive disease. Ivus conducted during the same setting showed that the area immediately proximal to the stent harbored no significant disease whatsoever. The 3.5 stent was fully deployed. The 2.75 stent immediately after the 3.5 stent appeared to have a mostly eccentric, but somewhat concentric lesion with minimal cross-sectional area of 3.7mm squared. That also appeared, for the most part, to be somewhat under deployed (this has been captured as stent malposition). The borderline in stent stenosis affecting the mid lad artery was treated with a dura star balloon inflated to 20 atmospheres. The result for this event was successful angioplasty of 60% instent stenosis of the mid-lad with no residual stenosis at the end of the procedure. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 3003742446-2010-00089 & 3003742446-2010-00090. Additional information will be submitted within 30 days of receipt.